Event description:
Ous MDR - after an implantation time of about 3 months, oversensing was reported, which occurred already a short time after the implantation. Since the oversensing was also detected during the next follow-ups, the physician decided to exchange the lead. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, mechanically, and electrically. During the visual inspection, a slight deformation of the coil was noted, which is probably a result of the operation. In addition, remains of coagulated blood were observed on the inner conductor helix. These coagulated blood residues probably come from the operation. The insulation was intact. During the thorough analysis, no deviations from the technical specifications were found that could be related to the clinical complaint. There were no indications of material defects or manufacturing errors.